Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. Additional information has been requested. (B)(4).

Event description:
A surgeon reported following a glaucoma filtration device implantation, the shunt is touching the iris. There is no harm to the patient and the shunt remains in the eye.